Event description:
Customer reported that the tip of the screwdriver broke during surgery. Instrument responsible person checked the instrument before shipment to the customer (to take out herbert screws and place them into the ruller and replenish any missing sizes of screws) and informed that the device was working.

Manufacturer narrative:
Corrected data: evaluation summary: the reported incident could not be confirmed, since the device was not returned for evaluation. Previous investigations reveal that the root cause of the reported event was attributed to a user related handling issue. The determined breakages have been caused by too high bending and / or torsional forces during application and / or an insufficient cleaning leading to rust / corrosion caused by the user. Recurring issue criteria has been met - potential nc 700224 has been opened previously and is still ongoing. Indications for any material or manufacturing related problems were not determined in the investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. Please note that more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event.

Event description:
Customer reported that the tip of the screwdriver broke during surgery. Instrument responsible person checked the instrument before shipment to the customer (to take out herbert screws and place them into the ruller and replenish any missing sizes of screws) and informed that the device was working.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.